Manufacturer narrative:
(B)(4). Only event year known: 2021. No lot number was provided therefore a device history could not be done. Additional information received: "this linx explant has not taken place yet. The surgeon has pushed it back because they are trying alternative treatment options to help resolve the patients symptoms. If it doesn't work, they will re-schedule the explant." Additional information received: "this explant initially scheduled nov 16, 2021 was re-scheduled for (B)(6) 2021. It has been postponed once again, without a date. The surgeon is trying other modalities such as esophageal dilation and steroids in an attempt to prevent the removal." Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: when this device is explanted please let us know using the reference pc# (B)(4). Lot #? Does the patient have any of the allergies to metals? If so, what test have been done to test for metal allergies. Did the patient have any pre-existing dysphagia or other conditions (other than gerd)? Was there any hiatal or crural repair done at the same time as the implant? Was mesh used at time of implant? What was the reason for the dilation and steroids of the linx device (what clinical symptom is the patient suffering from)?.

Event description:
It was reported that a linx device was implanted on (B)(6) 2021 and surgeon is removing the device from patient on (B)(6) 2021. No further information reported.